Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level. Also, it was reported that the customer experienced an elevated blood glucose (bg) level that was "high", although specific value was not provided. Cause was not known. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.